Manufacturer narrative:
H11. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and healthcare provider (hcp) via a manufacturer's representative (rep). It was reported that the rep did not know why or when the full replacement/explant of the prior devices occurred except that the patient stated they developed a skin condition unrelated to the "pump burner" so it was explanted. The rep asked the surgeon but they did not know anything and didn't have any other information. Additional information was received 2026-mar-30 from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported that the patient was prone to infections after surgery. When asked if the skin condition the patient experienced unrelated to the pump was an infection, and the rep stated 'no', and clarified that there was an infection in the area of where the pump and catheter were, and the surgeon elected to explant the full system so the infection wouldn't spread to the implants.

Manufacturer narrative:
Continuation of d10: product ID: 8578, lot# serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Product ID: 8709 lot# serial# (B)(6), implanted: (B)(6) 2005, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 31-may-2020, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(6), ubd: 14-oct-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving lioresal via an implantable infusion pump for unknown indications for use. It was reported that the rep was covering an implant case for a neighboring territory. The patient's old system had been explanted at an earlier date not disclosed to the rep and a full new system of a pump and catheter was put in. The issue was resolved at the time of the report.